Event description:
It was reported that this pacemaker device was found in safety mode. The patient was dependent on this pacemaker system. Subsequently, this device was explanted and successfully replaced. No additional patient adverse effects were reported.